Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported "capsular contracture baker grade I" and "device migration/implant malposition". This record is for the left side. The device was explanted and replaced.